Event description:
Pt's one touch ultra meter was reported to be reading inaccurately low. Pt performed an invalid comparison by comparing their meter to another unk device. During troubleshooting, the pt's meter failed two control solution tests. The test strips were in good condition and the meter was coded correctly. Also, the control solution was opened less than the discard date. There was no medical intervention or treatment given. This case is reported as a malfunction since the control solution test failed twice. No further clincial info was reported.